Manufacturer narrative:
Reporter phone number (B)(6). It was reported that the physician was using a plasma blade that caused the new ipg to lose connection with the clinician programmer and do a reset x 2. The pg reset and was able to do impedance readings and reconnect in recovery to start the patients therapy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that during an ipg replacement on (B)(6) 2024 (related manufacturer reference number (B)(4)), the physician used plasma blade, thereafter, the ipg failed to establish communication with external devices as the ipg was not set into surgery mode prior to the surgery. Recovery efforts were successful and communication with external devices was restored.